Event description:
A report was received that the patient underwent a pocket revision due to the ipg had migrated over to the patient's spine. The physician repositioned the ipg and the patient is reportedly doing well.

Manufacturer narrative:
This is the final report.